Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement; it failed self test in that the unit did not vibrate when it was supposed to. Upon further inspection of the unit's interior there are traces of corrosion on electrical board on the internal battery connector and some components located close by. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No post-reset alarm or an error in the motor was detected by reading unexpected value from hall sensor occurred during testing. Device received with a horizontal crack in the battery threads. Also the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarming with nothing on the screen and also had multiple error alarm. The customer¿s blood glucose value was 180 mg/dl. The battery cap and compartment was in tact. Keypad was not working correctly he had issues with all his arrow keys and center button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.